Event description:
A power source alert was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved when the customer used the tandem charging cable with the tandem wall adapter, and the pump began charging with no further assistance needed.